Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose level at the time of admission was 480 mg/dl. The sensor went out overnight but the customer did not hear the alerts and due to this they were not able to get the alarm when the sensor glucose levels were going up. When the customer woke up the next day, the sensor was not working and they had high blood glucose. The customer tried to correct their high blood glucose with the insulin pump but because they were vomiting they decided to call 911. The emergency medical service was dispatched. The customer had diabetic ketoacidosis and was treated with intravenous fluids and insulin. The device will not be returned for analysis.